Manufacturer narrative:
Patient age unknown. However, patient over 18 years old. A visual examination revealed the working length was kinked approximately 98 cm from the device proximal end, the exposed cut wire was intact (not broken), and the distal pierce hole was melted/torn. The cutwire / anchor weld assembly was found to have slid from the distal pierce hole towards the proximal pierce hole. Evaluation of the device distal end found the distal pierce hole to be melted/torn approximately 6 mm from its designated location. Functionally, the device failed to bow past 90 degrees and does not meet the bowing specification. The distal end of the cutting wire appeared burnt/blackened. The od of the exposed cut wire was measured and meets the specification. The condition of the returned unit was consistent with the complaint incident that there was little or no cutwire tension observed during the retraction of the handle. During manufacturing, tome devices are 100% inspected for cut wire and working length integrity and bowing functionality so the failures were likely due to procedural factors. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a stonetome stone removal device was used during a gallstone removal procedure performed on (B)(6), 2010. According to the complainant, after advancing the tome along the guidewire, an attempt was made to bow the cut wire. However, the physician did not encounter the expected wire tension. The physician suspects that the cut wire was broken before the procedure. The procedure was completed with another stonetome stone removal device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a stonetome stone removal device was used during a gallstone removal procedure performed on (B)(6), 2010. According to the complainant, after advancing the tome along the guidewire, an attempt was made to bow the cut wire. However, the physician did not encounter the expected wire tension. The physician suspects that the cut wire was broken before the procedure. The procedure was completed with another stonetome stone removal device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.